Event description:
Reporter alleges pt had no complaints until mammogram showed right extravasation that didn't show in an earlier mammogram. Pt alleges surgeon didn't stress urgency of removal so has not had removal. Pt denies any history of trauma or decrease in size but complains of some discomfort on right since mammogram, systemic problems including arthralgias (positive morning stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, chronic fatugue, sleep disturbances, hot flashes, drenching night sweats, headaches, tmj problems, visual disturbances, dizzy spells, memory problems, panic attacks, dry mucus membranes, hair loss, rashes, sensitive to sun/cold/chemicals, shortness of breath, chest pain, costochondritis, choking sensation, hypertension, increased cholesterol, weight fluctuations, gastrointestinal/genitourinary/mentrual irregularities and easy bruising.